Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three hours post implant, a pocket revision procedure was required to control excessive bleeding.